Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that they checked the impedance and reprogrammed the patient.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient was not feeling stimulation. They stated that they had it turned up to 2.5v two days prior to the report. They felt a little kick at 2.7v, but then it disappeared. The patient was at 0.7v and was at 2.7v at the time of the report and hardly felt it. They added that they fell at a baby shower on (B)(6) 2016. They were in the hospital and was out of it. They noted that they wanted to do a MRI and had turned the device off. They ended up staying 3-4 days. They added that they had an appointment to see a neurologist. They also stated that they were back on medication that worked for them and were having accident after accident. They stated that this was not the stimulator and not how it worked for them. They stated the accidents started when they got home from the hospital on (B)(6) 2016. They mentioned that they had fallen 20 times, but they were unrelated to the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.